Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this tachy device was malfunctioning and was deactivated. A change out was planned but was declined by the patient. Additionally, the patient felt itching over the implant site, thus, the boston scientific technical services (ts) discussed some possible causes of the itching. The device remains implanted. No adverse patient effects were reported.